Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device has been received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not be detached and was found to be stretched after using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). Prior to the event, the physician attempted three times detach the coil with the instant detacher and two times with a second instant detacher without success. Then the physician attempted once with the manual method and pulled the release line inside the pusher, but immediately noticed the coil becoming stretched. The coil was removed and replaced with another medtronic product to complete the procedure. The condition of the two instant detachers were new. The instant detachers were discarded. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm with unknown dimensions. The vasculature was moderate in tortuosity and the blood flow was normal.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the axium prime coil was returned for analysis with implant coil still attached to the pushwire. Instant detachers were not returned for investigation as they were discarded. The implant coil was found stretched and damaged. Additionally, the actuator interface, positive load indicator and part of the coupler tube was missing and not returned. The axium prime pushwire was found broken at the break indicator with the release wire also broken. This is indicative that manual detachment attempts were performed at this location. A kink and bends were found at multiple locations from the proximal end. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. During evaluation, a manual detachment attempt was performed by breaking the pushwire distal to the break indicator and pulling back the release wire but was unsuccessful due to resistance of the release wire. A second manual detachment attempt was performed distal to the bends and kink and the release wire was pulled back with no resistance. The implant coil became detached without any issue. Based on the analysis performed, initial manual detachment attempt was unsuccessful due to resistance found with the release wire. It is possible the damage to the pushwire was the cause to the non-detachment. The actuator interface, positive load indicator, coupler tube and instant detachers were not returned; any contribution of the actuator interface, positive load indicator, coupler tube and instant detacher to the non-detachment could not be determined. Per the axium prime detachable coil and axium prime i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.